Manufacturer narrative:
Additional narrative: philips has investigated this complaint. A philips service engineer inspected the system onsite and re-established the wireless connection by removing and reinserting the wireless footswitch battery. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction/field safety corrective action (2021-igt-bst-020). Corrected data: updated codes based on investigation.

Event description:
It has been reported to philips that during an elective procedure, the wireless footswitch did not connect and they could not perform fluoroscopy. The wifi indicator status on the footswitch was red, indicating an error in the wireless connection. The procedure was completed by using the wired footswitch. No patient harm has been reported. Philips has started an investigation of this complaint.